Event description:
It was reported that the symptomatic patient presented in hospital. Upon interrogation, the right atrial lead had dislodged. It was noted that the dislodgment occurred twice; however, no further information was available regarding first dislodgement. The lead was replaced. There were no consequences to the patient before and during the procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.